Event description:
During an in clinic follow up, noise was observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. No further information intervention was performed at this time. The patient was stable and will continue to be monitored.